Event description:
It was reported that the patient presented with angina on (B)(6) 2011, and was diagnosed with a 100% stenosed lesion in the mid right coronary artery and an 80% stenosed lesion in the mid circumflex coronary artery; the patient was subsequently treated with placement of an unspecified abbott non-drug-eluting stent in the mid right coronary artery while the mid circumflex lesion was left untreated due to severity of existing angina. On (B)(6) 2012, the patient presented with angina; restenosis of the first implanted unspecified abbott non-drug-eluting stent was diagnosed. The restenosed unspecified abbott stent was treated with placement of a 3.0x12 xience v stent in the mid right coronary artery and placement of a new 2.5x12 xience v stent in the mid circumflex coronary artery. On (B)(6) 2012, patient, again, presented with the same symptoms and a 3.0x28 xience v stent was placed in the mid right coronary artery, as the stent placed (B)(6) 2012 had, again, restenosed by 80%. The patient presented with angina (B)(6) 2012; no stents were placed. As the patient has a history of allergies treated with ongoing prednisone, including reaction to "fake" metal earrings, skin rashes, and a previous diagnosis of polymorphous light, concern was expressed that the patient may be experiencing hypersensitivity to metal of all placed stents. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The bare metal stent referenced is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The additional 2 xience and abbott brand bare metal stent, are being filed under separate mfrs. (B)(6) 2012: stent: multilink, xience v: 3.0x12. (B)(6) 2012: multilink, xience v: 3.0x12, 3.0x28.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.